Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden rise in threshold. Reprogramming was performed but the thresholds remain elevated. The rv lead remains in use. The patient is a participant in the (B)(6) registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was seen for a device check and per the cardiologist, the elevated right ventricular (rv) lead thresholds could possibly be due to sarcoid tissue proliferation.